Event description:
The implanted defibrillation lead was sensing nonphysiologic noise. The lead was capped and surgically abandoned. A new lead was successfully implanted. Guidant later received information that the patient received an inappropriate shock, and op notes described clear evidence of a lead fracture.